Event description:
This is an international report where the sponge came out from the minicap. This was reported by the customer and was identified during use on the patient. There was patient involvement but no patient injury or adverse event reported by the customer.

Manufacturer narrative:
(B)(4). Evaluation summary: this condition of a misassembled minicap was confirmed during the sample evaluation. The root cause was determined to be a manufacturing issue. During a visual inspection, it was noted that the sponge came out of the cap. Addition information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed should any significant supplemental information become available. This is a product not distributed in the us and does not have a 510k number.